Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred during insertion of vena jugularis - the needle hub is broken. There is no reported delay, death, or complications to the patient as a result of this occurrence.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: it was reported that the needle hub broke was confirmed. One introducer needle and b-braun syringe were returned. The needle cannula was bent at an approximate 45 degree angle. The information provided by the customer did not indicate that the cannula bent during insertion. The needle was examined microscopically. One 9 mm long crack was observed emanated from the opening in the hub and extending longitudinally down the hub. (B)(4) for a photograph of the cracked hub. The luer taper of the needle hub could not be accurately measured because of the damage. A device history record review was performed and did not reveal any manufacturing related issues. Further investigation of cracked needle hubs is being conducted. Based on the failure investigation, the probable cause of this issue is design related.